Event description:
It was reported that pump housing and usb port were damaged, which affected charging ability but did not cause pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using pump and no additional information was received regarding further outcome.